Manufacturer narrative:
(B)(4). Date sent: 06/15/2020. D4: batch # t5c00y. Device analysis: the analysis results found that the sr75 cartridge was received with no apparent damage. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. No absent of staples were noted after the firing. The event described could not be confirmed as no malformed staples were observed and the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please provide more for issue reported? Could you please clarify when issue was found (pre-op/intra-op)?

Event description:
It was reported that during an unknown procedure, there was misalignment in stapling formation. There were no patient consequences. No additional information is available at this time.